Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked the o-rings/stopper groove for anomalies, and none were found. Ran testing for leaks. No leaks were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 350 mg/dl. The customer stated that there is leak on reservoir. Customer stated that the leak is on 2nd o'ring. The customer stated that the fluid is on the reservoir compartment. The customer was advised to return reservoir for analysis.